Event description:
I had radial keratotomy in 1998. In 2016 two of the scars in my right eye opened up and became infected. My vision had been getting worse and worse leaving me now with uncorrectable vision with glasses. I can no longer see to read, cannot work on a computer, cannot drive at night and barely safety during the day as I can't see road signs. I can drive only to places I know, grocery store etc. I can no longer work as a nurse for these reasons.